Event description:
On august 21, 2006, the lay user/pt contacted lifescan alleging that his one touch ultra was not turning on. The medical affairs specialist (mas) spoke with the pt on august 25, 2006 to obtain/verify the following info. The pt's last successful test was obtained in 2006, before going to bed. His meter reading was "192 mg/dl." The pt's meter stopped working the next day, morning after he dropped the meter. At the time of the attempted test, the pt was feeling "bad" and had "high" blood glucose symptoms (not specified). He went to the pharmacy to replace the battery but the new battery did not resolve the power issue. Later that afternoon, the pt tested on his friend's meter, which read "852 mg/dl" and then he took his insulin (unspecified dose and type).the pt denied receiving any additional medical attention and stated that he had been guessing his insulin dosages, which he takes every morning and night. The pt reportedly felt better two days later. This complaint is being reported because the pt was unable to test on his meter and was found to have a high blood glucose later that day. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.